Event description:
Customer called to report the pump had an alarm while the batteries were being changed. It was stated that the batteries were out for a few minutes and customer had to reset the time and the basal. This had happened the last eight times the batteries were changed.